Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00414932_1644408-2023-00914; 509-02-444, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Pt presented to dr office dislocated. Dr. (B)(6) decided to upsize the poly to correct this issue.